Event description:
It was reported by the customer that when the device was used in an unknown procedure, it would not fire. Another device was opened to complete the case. There was no consequence to the patient.